Event description:
The initial reporter stated that they received an erroneous result for one patient sample tested with the elecsys troponin I stat immunoassay on a cobas e 411 immunoassay analyzer. The erroneous result was not reported outside of the laboratory. The sample initially resulted with a troponin I value of 2.3 ng/ml. The sample was repeated, resulting with a value of < 0.3 ng/ml accompanied by a data flag. The sample was also repeated on cobas 6000 e 601 module, resulting with a value of < 0.3 ng/ml accompanied by a data flag. The patient was not adversely affected. The troponin I reagent lot number was 365747. The reagent expiration date was asked for, but not provided. The field service engineer determined that the liquid level detection voltage was outside of specifications. He adjusted the liquid level detection voltage, tightened a probe belt, cleaned the probe, and adjusted the photomultiplier tube high voltage. Mechanism checks were performed and these passed. A system volume check was performed and this passed. The photomultiplier tube high voltage adjustment passed. A blank cell calibration was performed and this passed. The customer ran calibration and controls successfully. He noted that the laboratory humidity was outside of analyzer operation specifications. Calibration signals for the last calibration performed on 16-feb-2019 were acceptable. Quality controls were within range. No relevant alarms were observed upon review of the alarm trace. The investigation could not identify a product problem. The cause of the event could not be determined.